Event description:
It was reported a patient's atrial lead presented with loss of capture due to dislodgement. This was confirmed by imaging. The lead was explanted and replaced in a procedure on (B)(6) 2021. Post-procedure the patient was recovering.